Event description:
The customer reported to vyaire medical that there was no alarm from the bellavista 1000 when the patient was believed to have removed the nasal cannulas. End user found the patient unresponsive on the floor and performed cardiopulmonary resuscitation. However, this was unsuccessful, and time of death was called at 4:45 am.

Manufacturer narrative:
The suspect device was not returned for investigation. Therefore, root cause was not determined. However, the healthcare facility's medical physics tested the suspect device and identified the case as a user error from a nursing level and not a vent error. Testing revealed that it was on hfot (high flow oxygen therapy) in which the screen warns of alarms being suspended, asks for confirmation and recommends additional external monitoring to prevent patient risks (no other monitoring, e.g. Spo2, was connected to the patient). As such, no alarm could have been triggered with an intended or unintended disconnection of the nasal cannula. Imtmedical analyzed both the log files and trend data, and they show no active technical faults or alarms and no interrupted flow of 60 l/min from 9:00 pm of (B)(6) 2022 until 5:22 am of (B)(6) 2022. The incident was speculated to have occurred between 2-4 am of (B)(6) 2022. No CAPA needed as user fault. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."